Manufacturer narrative:
(B) (4). The analysis concludes that the lead conforms to all electrical specifications. Regarding the function of the fixation mechanism, the device conforms to the established specifications utilizing a new easyturn stylet. The issue associated to fixation mechanism was likely attributed to the damages sustained to the returned easyturn stylet; this however, was not confirmed during the laboratory analysis, since extension of the helix was possible with 5 rotations of the butterfly device using the returned stylet. Since no leakage was identified to the lead, the blood residue identified within the coil lumen was determined to have entered through the hole in the is-1 pin, possibly via stylet insertion. The damage sustained to the svc coil was determined to have occurred during the implant attempt, as a result of passage of the lead through a constricted opening.

Event description:
During the implantation procedure, the fixation mechanism was not working correctly. It was reported that 13 turns with the butterfly device was necessary to completely extend the helix. Therefore, the lead was not implanted.